Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise caused by electromagnetic interference on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.